Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the prograsp forceps instrument malfunctioned and was removed from the patient. A wire was identified sticking out from the tip during inspection. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip close cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.